Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a a low anterior resection, at the time of anastomosis, when the knob was turned all the way in the closing direction and the green was checked, the safety could not be detached. However, when the knob was turned once in the open direction to loosen it, then turned again to closing direction all the way and checked the green, the safety was detached, so the anastomosis was completed. The second time when the knob was turned in the closing direction, a cracking sound was heard. After the procedure, when it was checked it was observed that the white plastic around the safety appeared to be damaged.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the visual inspection of the staple guide noted the instrument was fully applied. The safety feature was pushed forward, and the safety stops were broken. After actuating the handle, the pusher fingers appeared to be intact, and inspection under the microscope displayed damage to the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression, and the ring was received completely severed. Functionally, the wing nut functioned properly, even with the safety stops broken off. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The instrument body label was removed for evaluation of the eccentric washer assembly. Evaluation of the eccentric washer noted that it was secured. It was reported that that there was a condition of difficulty with safety, the instrument broke and the instrument made strange noise. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the safety will not release if the green bar is not visible in the indicator window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.